Event description:
After successfully deploying a drugl eluting stent in the left anterior descending the physician withdrew the wire and discovered that it had broken off and that a portion of wire remained in the pt's body distal to the stent. The pt was sent to surgery in order to remove the wire. The physician had not felt any resistance during the procedur eand the wire had moved freely in the vessel, it had not been caught on the stent.